Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient he was hospitalized due to hyperglycemia because of infusion set tube is leaking in 3 days of use. High blood glucose level was 600 mg/dl and treated by IV and fluids of saline and insulin. No further information was available.